Event description:
No additional information.

Manufacturer narrative:
The customer reported filter leakage from tpn infusion, and returned one used sample of material 10015012. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water, and the complaint was verified. The leakage was found from filter air vent. Investigation was discussed and confirmed by the supplier of the filter component. The supplier confirmed the root cause to be related to the hydrophobic properties of the vent membrane may have become temporarily compromised due to saturation by low surface tension end use solutions.

Event description:
It was reported that bd alaris pump module smartsite burette infusion set was damaged the following information was received by the initial reporter with the following verbatim: it was reported by the customer that nurse assessing the tpn bag and IV tubing and found the tubing filter wet. Nurse assessing the tpn bag and IV tubing and found the tubing filter wet.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.